Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 1 may 2020. Therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs contained foreign matter. The following information was provided by the initial reporter: "it was reported that consumer found liquid inside the syringe. Consumer reported - consumer found liquid inside the syringe before insulin placement and returned the one syringe without the package. To this pharmacy that is calling. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs contained foreign matter. The following information was provided by the initial reporter: "it was reported that consumer found liquid inside the syringe. Verbatim: consumer reported - consumer found liquid inside the syringe before insulin placement and returned the one syringe without the package. To this pharmacy that is calling. "